Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (37761) found that it had a broken connector pin.

Event description:
Information was received from a consumer and the manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that patient was implanted to treat back pain from a previous surgery over 5 years ago. Patient was still having a lot of back pain. Patient called because their device had not been working and they had an MRI of the back scheduled for (B)(6) 2017. It was further clarified that patient experienced loss of stimulation. MRI eligibility was discussed and patient was told that the device will first need to be charged. Patient stated that their last successful charge was over a month ago. Pss reviewed that her device is likely in overdischarge and would need to be recharged at the doctor's office in order to determine MRI eligibility. It was also reported that the patient's desktop charger connector pin was loose and that the they were unable to charge the ins recharger. The patient was issued a new desktop charger which worked to charge the ins recharger. Patient was redirected to hcp to address device issues. On (B)(6) 2017, patient reported that they were unable to connect with the ins. On (B)(6) 2017, manufacturer representative reported that patient had not charged their device in over a month and the device was in overdischarge. Rep began first trickle charge and was able to communicate with patient's battery. The ins was brought back to normal charging and the device was charged until first charge bar was filled and then power on reset (por) was cleared. Rep explained to patient to fully charge battery before turning system on. Patient understood. The issue was resolved at this point. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.